Event description:
A report was received that a patient was receiving a message of high impedances detected on his remote control and the patient cannot feel stimulation. A bsn engineer analyzed the ipg database and confirmed the high impedances. The bsn sales representative met with the patient, went over x rays and there appears to be a break in one of the leads. The patient will undergo a lead revision.

Event description:
A report was received that a patient was receiving a message of high impedances detected on his remote control and the patient cannot feel stimulation. A bsn engineer analyzed the ipg database and confirmed the high impedances. The bsn sales representative met with the patient, went over x rays and there appears to be a break in one of the leads. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision procedure and the physician replaced the percutaneous leads. The patient was reportedly doing well. The explanted percutaneous leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the percutaneous leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.